Event description:
Pateint reported experiencing elevated blood glucose (400 mg/dl). Patient indicated that the device caused the hyperglycemia. Patient indicated that the device was exposed to x-rays 3 weeks prior to reporting the event.